Event description:
It was reported that the user experienced overnight alerts while using an ilet pump, but no new pump notifications or alarms were present upon review and the last recorded alert earlier in the day was a low glucose alert; the user¿s blood glucose reached a low of 53 mg/dl after a meal announcement that was likely later than the meal, and glucose recovered to 173 mg/dl after oral rapid-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose without medical intervention, no ketone testing, and no outside assistance. Investigation included review of pump alarm history and confirmation that the ilet mobile app was mirroring the pump; the agent concluded that the nighttime alert likely originated from another phone application not related to the ilet system. Investigation of this case revealed no device malfunction or pump alarm activity associated with the event, and the infusion set in use was a cd 23-inch set. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-related factors and non-device phone alerts. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.